Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll pt service representative (psr) reported that a (B)(4) male pt passed away while at home. Further investigation revealed that the pt was inappropriately treated. The lifevest detected ventricular tachycardia (160 to 170 bpm) at 03:47:27, but the rate was below the physician-prescribed threshold. The pt's rhythm degraded to asystole. The lifevest delivered an inappropriate treatments at 05:17:09. The pt subsequently passed away. The pt's rhythm prior to the treatment was asystole, which is considered a non-treatable rhythm. CPR artifact contributed to the false detection. There is no indication that the treatment during asystole caused or contribute to the pt death. No deficiencies were alleged against the lifevest.

Manufacturer narrative:
There was no device malfunction associated with the event. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. There is no indication that the treatment during asystole caused or contributed to the pt death. MFR date: monitor: 01/2014 - reuse; electrode belt: 10/2010 - reuse.